Event description:
Pt diagnosed with triple-negative breast cancer 2012, which recurred 2015 found to have multiple brain metastases on (B)(6) 2016. Pt began radiation treatment on study (B)(6) 2016. Received 10 of 15 fractions until taken off study 01/05/2017 due to progressive disease. Pt had been in for two thoracentesis prior to hospital admission pt was then admitted to the hospital (B)(6) 2017 presenting with shortness of breath. CT chest angio noncoronary (B)(6) 2017 showed significant progression of pulmonary right pleural effusion and notable mediastinal malignancy enlargement along with enlarging bilateral adrenal metastases. Pt was transferred to hospice for comfort care (B)(6) 2017 and passed away in hospice on (B)(6) 2017. Therapy dates: (B)(6) 2016 - (B)(6) 2017. Diagnosis or reason for use: brain metastases.